Event description:
It is reported the end user experienced "burnt" skin. He advised prior to use of the product, he did not experience soreness and after using the product, he now has "sore skin".

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.